Event description:
The medical surveillance specialist (mss) was unable to reach the lay user/pt for f/u questions. The mss classified this complaint based on customer service rep (csr) documentation. The lay user/pt contacted lifescan (lfs) customer service on (B) (6) 2010, alleging that the one touch ultrasmart meter was reading inaccurately high compared to his feeling/normal readings. The pt reported obtaining a 542 mg/dl on the reported meter. The pt was not tested on any other device. The issue first occurred on (B) (6) 2010 at 3:47 pm. Prior to the onset of the issue and earlier that day the pt complained about feeling tired. The pt was unable/unwilling to provide info regarding his diabetes medication regimen. At the onset of the issue at 3:47 pm, the pt reported administering self-treatment by taking novolin insulin (units unk). Following the insulin, the pt "bottomed out" and required a snack. No further info was provided. According to the troubleshooting performed with customer service, expired test strips were being used. The pt did not have control solution to perform qc testing. Replacement strips and control solution were sent. This complaint is being reported as reportable event due to the following conclusion(s): the pt alleged experiencing a hypoglycemic event after administering insulin based on the meter result. There is no indication that the product(s) malfunctioned as the pt was using expired test strips.

Manufacturer narrative:
Lifescan (lfs) has requested return of the subject product(s) for eval. If the product(s) are returned, lfs will evaluate it/them and inform FDA of product(s) that do not pass inspection in a supplemental report.